Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 1988 the patient underwent cervical and lumbar myelogram. Impression: normal lumbar myelogram. Essentially normal and unchanged cervical myelogram except for some slight minimal increase in posterior disc bulge at c4-c5, c5-c6, and c6-c7. (B)(6) 1988 the patient was diagnosed for disc disorder, cervical region. (B)(6) 1998 the patient underwent-ray of lumbar spine pre-op. Opinion: 1. Mild levoscoliosis and partial lumbarization of s1. 2. Moderately prominent facet arthropathy, right side, l4-l5 and at l5-l6. 3. Some disk space narrowing in the lower lumbar region. (B)(6)1998 as per medical records, ros: the patient reports burning and numbness in her right leg. The discomfort is most bothersome in the upper groin area. Yesterday, she noticed some pain in her left posterior thigh but this has not been characteristic of her discomfort. She has decreased range of motion due to pain. She has positive straight leg raising on the right that radiates from her low back to the right leg. She has weakness of ankle dorsiflexion and ehl on the right when compared to the left. Reflexes are normal in the lower extremities. X-ray films show grade I spondylolisthesis at l4-5. MRI shows stenosis at l4-5 of moderate severity with facet joint arthropathy at this level. (B)(6) 2000 the patient was diagnosed for unspecified chest pain, sob, unspecified hyperlipidemia, obesity, tobacco use disorder, family history of ischemic heart disease. The patient underwent left and right heart cardiac catheterization with coronary arteriography. Impression: atypical chest pain with multiple cardiac risk factors, an abnormal baseline electrocardiogram. Symptomatic subjective rhythm disturbance. Obesity. (B)(6) 2002 the patient presented with continued significant pain in the low back and both legs. The pain is not necessarily typical of stenosis in that bending and leaning forward are as painful to her as standing and walking. The patient underwent x-ray of lumbar spine which shows narrowing of the disk space at l4-l5 with grade 1 degenerative spondylolisthesis. There is evidence of schmorl's node at the inferior end plate of l2. No acute abnormalities are seen. There is minimal scoliosis on the ap view. The patient has five lumbar vertebrae, but lower lumbar spine has the appearance of sacralization of l5. (B)(6) 2002 the patient underwent x-ray of chest. Impression: no evidence of active cardiac or pulmonary disease. (B)(6) 2002 the patient presented with the following pre-op diagnosis: low back pain with degenerative disc disease. The patient underwent: anterior exposure for a planned l4-l5 diskectomy and fusion and insertion of lt cages at l4-5 with rh-bmp2/acs bone graft. Posterior decompression l4-5 with posterolateral fusion with local bone graft. As per op notes, a thorough diskectomy had been performed. A pituitary rongeur was used to remove any debris from the disk space. A provisional distraction plug was then placed on the initially reamed side, and the opposite side was then reamed in a similar fashion under c-arm control. An lt cage with the rh-bmp2/acs bone graft material inside was then inserted under c-arm control. The provisional distraction plug was removed and the second cage inserted. The depth and rotation of the cages were assessed both radiographically and visually, and the instrumentation was removed. Final ap and lateral c-arm x-ray views showed proper placement of the cages. The wound was then closed by the approach surgeons. Next, a midline decompression was performed then with kerrison rongeurs from the 13-4 interspace to the l5-s1 inters pace and the decompression was carried out on both sides of the midline to accomplish a thorough lateral recess decompression as well as a midline decompression. The patient tolerated the procedure well. (B)(6) 2002 the patient underwent CT angio of the chest due to sob. Impression: no evidence of pulmonary emboli. No acute cardiopulmonary disease. (B)(6) 2002 the patient underwent x-ray of lumbar spine. Impression: extensive postsurgical change with laminectomy, anterior and posterior lateral fusion. (B)(6) 2002 the patient underwent x-ray of lumbar spine which show postoperative changes of anterior diskectomy with spine fusion <(>&<)> insertion of metal cages at l4-5 with minimal residual spondylolisthesis. There is a mild lumbar scoliosis present and evidence of posterolateral bone grafting at l4-5. When compared to surgical films, there is no change. (B)(6) 2003 the patient came for a follow-up post-op fusion surgery due to some back pain that she says will go away if she manipulates the l4 vertebra. She is convinced that there is probably some bone graft over on the side that has placed some pressure on one of the nerves and wonders whether going in and removing the portion of the graft might alleviate some of her pain. The patient underwent x-ray of lumbar spine which show postoperative changes of mid line decompression at l4-5 and posterolateral fusion with anterior l4-5 fusion and insertion of the metallic cages. When compared to previous films, there is no evidence of hardware loosening or other significant interval changes. (B)(6) 2003 the patient came for a follow-up post-op from her anterior spinal fusion at l4-5. Her x-ray films look fine. No signs of implant loosening or evidence of nonunion. (B)(6) 2003 the patient came for evaluation of her back. She feels bone on bone type of movement in her spine, especially when she bends over. X-rays show no evidence of displacement of her cages at l4-5, and in fact there does appear to be evidence of spine fusion bone graft material anterior to the cages indicative of solid fusion. (B)(6) 2004 the patient came for evaluation of her back. She has had increased back pain also has had some increased bilateral foot symptoms, which she is convinced are due to her back and not from her foot. The patient underwent x-ray of lumbar spine which show postoperative changes of the posterior decompression of l4/s1 and an anterior fusion with cages of l4/l5. The fusion is solid radiographically with good bone graft incorporation anterior to the cages. There has been no significant interval change when compared to previously films. (B)(6) 2004 the patient came for a follow-up for reevaluation of her back. The patient describes her symptoms of progressively more back pain as well as a sensation of shifting of her back. She says the big toe of her right foot feels crushed, but she gets alternating left and right leg symptoms. In addition, she has pain and numbness in the groin and left buttock. She has standing ap lateral and spot lateral x-rays of the spine as well as lateral flexion/extension and standing right and left side bending x-rays of the spine. These demonstrate that her fusion at l4-5 is solid, but on the lateral flexion/extension views she does demonstrate some mild segmental instability at l3-4. Her MRI scan shows that she has developed moderate to severe stenosis at l3-4 just above the area of surgery. Her cat scan, which was repeated because of a change in her symptoms, demonstrates solid fusion at l4-5. (B)(6) 2005 the patient underwent x-ray of lumbar spine which shows postoperative changes of l4-l5, anterior fusion with cages. The fusion is solid without significant interval changes when compared to previous films.